Event description:
It was reported that while this device was programmed to the electrocautery mode, the device entered safety mode. Boston scientific technical services was contacted and recommended emergent replacement. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that while this device was programmed to the electrocautery mode, the device entered safety mode. The device data was forwarded to boston scientific technical services and is currently pending review. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that while this device was programmed to the electrocautery mode, the device entered safety mode. Boston scientific technical services was contacted and recommended emergent replacement. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received. Additional information was received that this event was previously reported in boston scientific reference number: 17021332. Any additional details, such as analysis results, will be included under this reference number.